Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve is not shifting. Associated malfunctions for this device: compressor loud, sieve beds leaking, pilot valve leaking, on/off switch no audible alarm.